Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a skin ulcer at the implant site. Reportedly, the skin was not intact at explantation surgery. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Therefore, no information points towards the implant being the source of the reported issue. This is a final report.

Event description:
The parent reported in (B)(6) 2024 that the recipient had a scalp ulcer around the implant, however, had a normal hearing performance with the device. The recipient has been explanted. Re-implantation is considered when the skin flap healed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported in (B)(6) 2024 that the recipient had a scalp ulcer around the implant, however, had a normal hearing performance with the device. The recipient has been explanted. Re-implantation is considered when the skin flap healed.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a skin ulcer at the implant site. Reportedly, the skin was not intact at explantation surgery. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Therefore, no information points towards the implant being the source of the reported issue. The explanted device has not been received for investigation yet. This is a final report.

Event description:
The parent reported in (B)(6) 2024 that the recipient had a scalp ulcer around the implant, however, had a normal hearing performance with the device. The recipient has been explanted. Re-implantation is considered when the skin flap healed.